Event description:
As reported by our (B)(4) affiliates, during the transfemoral tavr procedure, the sapien xt valve was positioned 50:50 and deployed too low, 20:80 aortic/ventricular (a/v). A second valve was needed to correct the paravalvular leak (pvl) and prevent embolization of the valve into the ventricle. The second valve was placed 50/50. The delivery system was moved a little bit during balloon inflation, causing the ventricular position of the valve. The patient¿s annulus measured 19mm by tee, with moderate native annular calcification, moderate native leaflet calcification.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(6) affliates, during the transfemoral procedure, the valve was implanted too low. A second valve was placed.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition and regurgitation requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. In this case, per the physician, the cause of the too ventricular placement and subsequent pvl was movement of the delivery system during balloon inflation. A second valve was deployed 50:50 and corrected the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.